Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Customer reported the transfer set cracked and leaked insulin. Her blood glucose was elevated, and she felt wetness at her infusion site and could smell insulin. She changed the infusion set, and her blood glucose returned to her normal range. No adverse event was reported. The alleged product was discarded and will not be returned for evaluation. She was unable to provide the lot number.